Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient stated that she was feeling very unwell in general. She has other serious diseases unrelated to her diabetes and is currently on a transplant list for a 2nd kidney transplant. Because she was feeling unwell in general, she went to the hospital. They checked her bg which was 36 mmol/l. The dexcom was showing low. She had to stay in the hospital for multiple days as the healthcare personnel (hcp) thought she was having a heart attack. Unspecified testing confirmed that she did not have a heart attack and it was assumed this was diagnosed initially due to all the stress related to her other diseases, unrelated to the cgm use. No treatment for the elevated bg was reported. It is unclear whether her feeling unwell was related to her high blood sugars or/and the other health diseases. She reported that she is extremely slim due to her illness and has a lot of scar tissue on her body. At the time of report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.